Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation and the reported complaint was confirmed. Visual inspection identified a cut in the tubing. The sample was re-primed, which confirmed a leak from the cut in the tubing. The cut measured approximately 27 inches below the drip chamber. An assignable cause could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The clinical safety co-ordinator of a facility reported to baxter (B)(4) that a basic solution set was found by the registered nurse (rn) to be leaking unknown solution onto the floor. The line was changed by the registered nurse, who noted it to have a puncture. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.